Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that there is a leak in the y junction. The catheter was placed on (B)(6) 2013 and withdrawn on (B)(6) 2015. No patient injury. Catheter cleaned with yodopovidone (water base 8%).

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The product sample was received in a generic plastic bag. The sample consisted of a palindrome 55/72 kit w/slot with signs of use. The catheter was received cut approximately at 6 cm below the hub. After visual inspection, a pin hole on the arterial extension tube was found. During functional test (underwater test), bubbles were detected coming out from the arterial extension lumen. Maximized photos were taken with the vertex equipment. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, cuts, etc., which could impair its performance. The device was in use for one year and four months. The device was more likely damaged during use. The most probable root cause can be due to improper use of sharp objects. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per the procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.